Manufacturer narrative:
H10: internal complaint reference: (B)(4). H3, h6: this complaint was opened by smith+nephew to document a patient complication identified through a review of clinical evidence from literature sources that includes reference to the use of a smith+nephew product. The reported issue(s) relate to known inherent procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to confirm a relationship between the reported event and the device or identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required. Muthusamy, n., shichman, I., sicat, c. S., marwin, s., meftah, m., & schwarzkopf, r. (2022). Midterm outcomes of a monoblock dual-mobility cup cemented into a fully porous acetabular component in revision total hip arthroplasty. The journal of hip surgery, 6(03), 117-123. Doi: doi: 10.1055/s-0042-1756277.

Event description:
It was reported that on literature review "midterm outcomes of a monoblock dual-mobility cup cemented into a fully porous acetabular component in revision total hip arthroplasty", 1 patient suffered a dislocation of the dm cup 35 days after a revision total hip arthroplasty procedure using a polarcup dual-mobility construct and a redapt acetabular shell. The event was treated with a revision surgery where the dm cup was replaced. Patient outcome is unknown. No further information is available.

Manufacturer narrative:
According to data obtained from the literature review "midterm outcomes of a monoblock dual-mobility cup cemented into a fully porous acetabular component in revision total hip arthroplasty" [1], 1 patient suffered a dislocation of the dm cup 35 days after a revision total hip arthroplasty procedure using a polarcup dual-mobility construct and a redapt acetabular shell. The event was treated with a revision surgery where the dm cup was replaced. Patient outcome is unknown. No further information is available. The complaint device, used in treatment, was not received for investigation and a visual inspection could not be performed. The exact part and batch numbers of the device are not known. Therefore, the production documentation review could not be performed and it is not possible to investigate whether the reported device met manufacturing specifications upon release for distribution. A complaint history review was not possible due to the unknown batch number and unknown part number. Furthermore, insufficient information was made available to determine the revision of instructions for use applicable to the device at the time of distribution. However, a review of current revision was conducted and the instructions for use (lit. No. 12.23 ed 03/21) lists several possible adverse effects resulting from a hip arthroplasty. A review of the risk management documentation verifies the failure mode, occurrence and severity of the reported issue. Due to insufficient information it is not possible to perform a review of past corrective actions. For the medical investigation, no relevant supporting clinical information could be provided. Therefore, a thorough clinical assessment cannot be performed at this time. The patient's current condition is unknown and the patient impact beyond the reported events could not be determined. The root cause of the problem stays undetermined due to insufficient information, and it is not possible to speculate about factors which could have contributed to the reported event. To date, no further actions will be taken. Smith and nephew will monitor the device for further similar issues. Should any additional information be provided, this complaint will be re-evaluated.